Event description:
Home care pt brought in CPAP machine on (B)(6) 2010 and stated, the machine started melting and smoke was coming up the tubing and the machine melted on the antique table. He said, the machine was plugged into a power strip and the strip was checked by his landlord's electrician and found to be ok. The pt refused for home care personnel to come to his home and check the table and outlets and pick up machine. He brought machine in himself and again refused for home care to come to his home. He was provided another machine and the machine brought in is pending eval. No harm to pt.